Event description:
It was reported that the tranexamic acid (txa) 1000mg IV piggyback, attempted to be programmed via device interoperability, did not infuse. There was patient involvement but no harm. Per bd interoperability consultant's preliminary findings after reviewing the hl7 messages, the user was attempting to infuse "txa secondary infusion on a primary that could not accept a secondary." Per bd interoperability consultant, this was a nursing workflow error and provided has been education to the customer. Although multiple requests have been made, no additional information has been provided by the customer, no devices have been returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the tranexamic acid (txa) 1000mg IV piggyback, attempted to be programmed via device interoperability, did not infuse. There was patient involvement but no harm. Per bd interoperability consultant's preliminary findings after reviewing the hl7 messages, the user was attempting to infuse "txa secondary infusion on a primary that could not accept a secondary." Per bd interoperability consultant, this was a nursing workflow error and provided has been education to the customer. Although multiple requests have been made, no additional information has been provided by the customer, no devices have been returned.

Manufacturer narrative:
Additional information: imdrf annex b codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported tranexamic acid did not infuse was likely due to user workflow error. Technical support provided education to resolve the issue.